Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
It was reported that this was a procedure to treat a de novo lesion in the circumflex (cx) artery with heavy calcification, the left anterior descending (lad) artery with moderate calcification and moderate tortuosity, and the left main artery with with moderate calcification and moderate tortuosity. A 190 cm whisper guide wire (gw) was advanced to the lad. Balloon angioplasty was performed in the lad, left main, and the cx artery. Then a 2.5 x 18mm xience alpine stent was implanted in the cx and a 3.5x48mm xience xpedition stent delivery system (sds) was implanted in the lad. The kissing balloon technique was used between the lad and cx with angioplasty in the left main artery and a 4mm unspecified balloon. Then a 3.0x12 unspecified stent was implanted in the aorta ostial junction of the left main artery and expanded with a 4mm unspecified balloon. However, during the procedure the whisper gw became separated in the lad; and therefore the proximal portion of the separated gw was removed and the remainder portion of the gw was removed with a 20mm snare. Then during the snaring process, the implanted xience xpedition stent became wrinkled. An additional stent was implanted to correct the wrinkle. The target lesion was treated, and the procedure ended at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation and device damaged by another could not be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the snare interacted with the implanted stent causing the reported device damaged by another and subsequent material deformation. Additionally, an abbott vascular clinical specialist was unable determine a cause for the reported events based on the provided imaging and procedural information provided from the account. There is no indication of a product quality issue with respect to manufacture, design or labeling.